Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance were performed with no records potentially related to failure. Evaluating the sample available it was possible to observe foreign matter - dirt. For the reported defect, it is a contamination-related occurrence during the production process caused by operational failure during cleaning of packaging equipment. Production line operators will be notified of occurrence. H3 other text : see h.10

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter at the base of the needle. This was discovered before use. The following information was provided by the initial reporter: one pharmacist, opening a needle pack, noticed a small black spot at the base of the needle. Taking advantage of the fact that the company will collect two samples of 3 ml syringe on (B)(6)2020 , I forward this needle together for investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter at the base of the needle. This was discovered before use. The following information was provided by the initial reporter: one pharmacist, opening a needle pack, noticed a small black spot at the base of the needle. Taking advantage of the fact that the company will collect two samples of 3 ml syringe on (B)(6) 2020, I forward this needle together for investigation.